Event description:
It was reported by service report that the handle was taped to IV pole which caused the stretcher to only go backward (unintended direction). The customer reported that they did not know if ther was pt involvement or if ther were adverse consequences to report.

Manufacturer narrative:
Handle taped to IV pole (misuse).